Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate monitor) was confirmed. Upon evaluation, the rear response button cable was torn. The root cause of the damaged cable cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient was unable to activate the monitor with the response buttons.